Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info rec'd. Based on a review of the provided med records, a pt with a history of several midline abdominal hernias was treated for repair of a ventral hernia with a composix kugel mesh on (B)(6) 2008. This procedure also included an exploratory celiotomy and enterolysis. A portion of previously place mesh was encountered during this repair. On (B)(6) 2008, the pt was admitted after a wound infection. The med records refer to an incarcerated ventral hernia repair and small bowel resection; however, the operative report for this procedure was not provided. On (B)(6) 2009, the pt had the composix kugel mesh removed and had an abdominal wall abscess drained. Currently, it is unk whether the device may have contributed to the alleged event. The records provided do not allege any failure of the bard mesh. Additionally, the pt's records regarding her previous hernia repair surgeries in 1993, 1994, and 1995 were not provided. While the med records do not identify the mesh as the source of the pt's reported infection, the IFU states that if an infection develops, to treat it aggressively. A mfg review, including verification of sterility, did not show evidence of a mfg related cause for the alleged event. With the info available, no conclusion can be drawn.

Event description:
Based on a review of med records provided by the pt's attorney: (B)(6) 2008 -- exploratory celiotomy, enterolysis, repair of ventral hernia with composix kugel mesh. Previously placed mesh identified during procedure. Bi-lobed incarcerated hernias noted as the site of pt's small bowel obstruction. On (B)(6) 2008 -- admitted after wound infection. Ventral hernia repair and small bowel resection performed. On (B)(6) 2009 -- re-exploration of wound with removal of mesh and drainage of abdominal wall abscess.